Event description:
It was reported that the reducer broke during surgery. The surgery couldn't be completed and had to be rescheduled. No other details have been provided by the customer.

Manufacturer narrative:
After disassembly of the product, it was found that one of the planetary gear teeth had fractured. The failure of the gear teeth was most likely caused by hard use at the account.